Manufacturer narrative:
The eval from the field service visit has not been obtained as of the date of the report. This report will be updated when the eval is rec'd.

Event description:
It was reported that while setting up for a case, the power cord melted. There was not pt involvement or adverse consequences related to this event.